Manufacturer narrative:
Event date: corrected from (B)(6) 2016. If implanted, give date: corrected from (B)(6) 2016. (B)(4).

Event description:
It was further reported the synergy stent was a 3.5x28mm which was implanted in the left anterior descending artery to the left main. The lesion was 80% stenosed and not very calcified. A 3.5x8 non bsc stent was deployed in the distal left main to cover the gap.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent shortening occurred. A synergy ii drug-eluting stent was deployed in an unspecified coronary artery. The physician post dilated with a non compliant balloon. After post dilation it was noted that the stent had shortened drastically. There were no patient complications reported and the patient's status was fine.